Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the trunk cable was cut and the front pulse wire was severed. The cause of the non-functional therapy electrodes is the damaged cable and pulse wire. The root cause of the damage is physical abuse. No adverse event resulted from the damaged cable and wire.